Event description:
A malfunction was reported with a malfunction code "malf 16" that could not be reset, and a fault ID was available. There was no adverse impact to the customer's blood glucose level. Customer service decided to replace the pump, as it was still under warranty, and the customer was instructed to use a backup therapy to continue insulin delivery. The shipping address was confirmed, and the caller was guided on how to put the pump into storage mode before returning it with a pre-paid label within 10 days. The customer understood and acknowledged all instructions.